Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was not detected on bus. A field service engineer had found that the full height drawer 2 had failed and was not detected on the bus. Upon inspection, the boards had no power. The fse had replaced the controller board and module printed circuit board (pcb), and upon boot up discovered that the latch sensor was frayed. The latch sensor had been replaced and tested. The system had then been powered down, the drawer bracket replaced, and diagnostics had been run to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.